Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the dual coil high voltage right ventricular (rv) lead was attempted to be implanted but not used. The physician had placement difficulty of the lead and proximal superior vena cava (svc) coil was damaged. The physician had difficulties inserting a stylet into the lead and could feel resistance. The lead was removed from implant and a new lead was implanted. It was further reported that the single coil high voltage right ventricular (rv) lead was attempted to be implanted but not used. The physician had placement difficulty of the lead. The physician had difficulties inserting a stylet into the lead and could feel resistance. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.